Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the patient was receiving a continuous infusion of octreotide (1200mcg/240ml) that started at 1405 on (B)(6) 24. The ordered rate of the infusion was 10ml/hr for twenty-four (24) hours. It was noted however, that the infusion finished in five (5) hours. The patient's vital signs remained stable.

Event description:
It was reported the patient was receiving a continuous infusion of octreotide (1200mcg/240ml) that started at 1405 on (B)(6) 24. The ordered rate of the infusion was 10ml/hr for twenty-four (24) hours. It was noted however, that the infusion finished in five (5) hours. The patient's vital signs remained stable.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number #(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : concomitant med prod data (8015), b17 - device not returned, c20 - no findings available. Correction : unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit : c16 - manufacturing process problem identified, g04070 - housing, d03 - cause traced to manufacturing. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the reported complaint of an over infusion of octreotide was confirmed through log review as a result of the user programming the infusion with a rate of 100ml/h instead of 10ml/hr. ¿ review of the pcu event log showed on 21 december 2023 at 2:08 pm, the pump module was selected and programmed guardrail drug octreotide (drugid=214; 1200 mcg/ 240 ml) with a dose of 500 mcg/hr (¿dose above maximum¿ warning was confirmed by the user) resulting in a rate of 100 ml/hr (reportedly intended as 10 ml/hr). ¿ approximately three (3) seconds after the start of infusion, the user selected the pump module and hit start (soft key 14) which prompted a ¿dose above maximum¿ warning. The user confirmed dose was above maximum guardrail limit (soft key 6). ¿ at 4:32 pm, the pump module alarmed air in line. ¿ at 4:38 pm, the pump module was channeled off; the pcu was powered off. ¿ total volume infused of octreotide (drugid= 214) was recorded as 238.301 ml ¿ review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ laboratory testing of the returned pump modules showed the devices were delivering fluids within specification; unregulated flow was not observed. ¿ external and internal inspection of the returned devices found incidental findings only with no relation to the reported complaint. During the inspection, third party parts were identified in use on both suspect devices. ¿ bd has not validated or authorized any third-party to manufacture or refurbish replacement components, parts, or dedicated disposables for use with the bd alaristm system. ¿ use only bd approved parts when performing corrective maintenance or repairs. Use of third- party parts can affect the safety and efficacy of the bd alaristm and alaristm devices, leading to device failure, patient injury, or even death. ¿ inspection and testing of the returned administration sets could not be performed because the sets were not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12.1), it states within warnings and cautions of the loading instructions: ¿ do not touch the administration set while closing the door. ¿ ensure tubing placement is over pressure sensors. ¿ ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. ¿ to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of an over infusion of octreotide was identified as user programming. Although the intended ordered rate was reported as 10 ml/hr, log review showed the user programmed and confirmed a dose that was above the guardrails maximum which resulted in the rate of 100 ml/hr. Note that imdrf annex a1801, a040502, a050701, a230502, a0404,c0601, c07, c23, c070606,d01, d15, d11, d02, g02017, g04119, g04037, g04067, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the patient was receiving a continuous infusion of octreotide (1200mcg/240ml) that started at 1405 on (B)(6) 2024. The ordered rate of the infusion was 10ml/hr for twenty-four (24) hours. It was noted however, that the infusion finished in five (5) hours. The patient's vital signs remained stable.